Event description:
A pedicle screw system was implanted into the pt in 2006 for spinal fixation. During a re-surgery for the purpose of pedicle substraction osteotomy requiring an extension of the fusion, the locking nut on the right side at t-11 was discovered to be completely disengaged and locking nut on the left side at t-11 was found to be loose. The remainder of the construct was found intact. The stryker kia system was used for re-implantation. No other complications or adverse effects from the device have been reported.